Event description:
It was reported that the customer jumped in the pool and the insulin pump was submerged under the water. Troubleshooting was performed. The device had fluid under the display. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of moisture damage in the electronic and motor assembly.